Event description:
The pt experienced increased pain and symptoms of withdrawal. The pump had a motor stall. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The medication being delivered via the device system was not reported; the new pump was filled with morphine, fentanyl, and bupivacaine.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.